Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported by the patient's wife that her husband was throwing up violently every hour due to high blood glucose levels of more than 600 mg/dl which were due to a bent needle. Subsequently, on (B)(6) 2019, he was near comatose when admitted to the hospital. Reportedly, the patient was using injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.